Event description:
On (B)(6): customer reports via phone that an approximately (B)(6) female patient was having a urology procedure with stent placement when the system fluoro failed. Physician cancelled and rescheduled the procedure. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint and reports that the generator console touchscreen would not respond to a touch, and would turn off after 5 minutes. Fse installed a new sedecal console and checked system for proper operation per hydravision service checklist (B)(4) with reference to service manual and found all readings taken were within tolerance. The system was returned to service.